Event description:
It was reported that the pt expired from pleural effusion with complications relating to perforation of the vena cava and mediastinum during total parenteral nutrition catheter placement. The pt had abdominal surgery for a perforated diverticulum, and after the surgery the arrow triple lumen catheter was inserted via the left subclavian approach for total parenteral nutrition administration. Placement was verified by x-ray. The pt developed dyspnea and pleural effusions, and arrested on 1/1/98. Despite all interventions, the pt continued to deteriorate and expired on 1/7/98.